Event description:
It was reported that the procedure was to treat a lesion in the cx. The lesion was wired and the crosssail was advanced, but it was decided that a more supportive guide wire was needed so the guide wire and catheter were removed. A new guide wire was placed and the crosssail was advanced again and placed in the lesion. As inflation began, an air embolism went down the lad, occluding the lad. The catheter was removed and upon closer examination, the shaft appeared cracked or broken. The pt was put on oxygen and nitro and the lad opened up. The target lesion in the cx was then treated with a stent only.